Event description:
Complaint received as follows: "balloon would not deflate."

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to FDA on (B)(4) 2013. The actual date of event is unk, so the date used was the date we became aware.